Event description:
A report was received that the patient had developed an infection at the battery site. Symptoms include fever, draining, and impaired wound healing. The patient was prescribed intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the battery site. Symptoms include fever, draining, and impaired wound healing. The patient was prescribed intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that infection was believed to be procedure related.